Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the vessels were not tortuous and had little calcification. The physician explained that after successful deployment of the endurant aui, and after recapturing the nosecone, he experienced difficulty in re-sheathing the delivery system. The nosecone kept catching onto the bare-stents. He was eventually able to re-sheath the device above the stent-graft and supra-renal stents; however, the repeated engagement and downward force on bare-stent caused the stent graft to move slightly downward. Due to the fact that the neck was pretty short in the first place, the physician elected to extend proximally with another device to maximize the seal in the neck. No additional clinical sequelae were reported, and the patient is fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (stent graft misplacement), (B)(4) (cause of event is unknown). Evaluation, conclusion: (B)(4) (cause of event is unknown).